Manufacturer narrative:
MFR's report date: (B)(4), 2011. (B)(4). The customer's report of a melted right iui on their pcu device was not confirmed, although slight superficial damage was observed on the iui connector. The received device's case and handle were damaged from excessive heat dissipated from the hang tag chain ball leaving imprints melted on the case. The 8v supply was found to be activated on the source pcu device's right iui connector (pins 2 and 14) with no module device attached. The root cause for 8v being activated is attributed to a short/leakage of a burn q9 component on the device's power supply board. Further testing on a test pcu device was able to replicate the case melting with chain ball imprints. The root cause for the customer's reported issue of damage on their pcu device is being attributed to a two fault condition: the 8v being activated on the device's right iui connector as a result of a short/leakage of burn q9 component on the device's power supply board, which compromised the module detection circuit; and the hang tag coming in contact with the iui connector (most likely pin 14) and chassis ground (the ground tab on the iui connector). The cause of the short to the component q9 was not identified.

Event description:
Biomed reported, he received a pcu from post surgical unit with report of pcu did not recognize the 2 modules and continued to shut system down. No pt contact, the user was trying to program the device. He stated the chain on the hang tag came in contact with the rt. Iui on the pcu and the iui is melted into the case. The two modules were not identified.